Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 24th may 2010. The random nature of the events stored in the memory and the 10 minute timeouts, would suggest the device was switching on automatically. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The initial pad-pak performed as expected for approximat ely 52 months before issuing a low battery warning. The returned pad-pak was found to be significantly depleted. This is likely due to the multiple manual power ons of mainly ten-minute duration recorded within the history log. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
French fsca device no reported fault. Defect found after investigation. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
(B)(4) fsca device no reported fault. Defect found after investigation. There was no patient involved in this event.